Event description:
The customer reported that this unit showed a defib failure cycle power screen message as well as error codes 20, 02000, 90008 in the system log. There was no report of patient involvement.